Manufacturer narrative:
Device was re-routed to correct decontamination facility and is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82307475 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Section e.1 zip code: (B)(6).

Event description:
As reported, the balloon on a 7f 14mm x 6mm 110cm maxi ld percutaneous transluminal angioplasty (pta) dilatation catheter ruptured during the inflation. Four atmospheres were used to inflate the device before the anomaly was noted. The gauge of the in deflator indicated a loss of pressure when the anomaly was noted after 10 seconds of pressure maintenance. The balloon burst, but the shaft did not burst. The balloon did not deflate normally, and leakage was observed during deflation. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was not used. The target site vessel characteristics included calcification, 60% stenosis, no tortuosity, no acute angle, and no bifurcation. The vessel characteristics accessing the target site included no calcification, no tortuosity, 80% stenosis, no acute angle, and no bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion without kinking at any time during the procedure. No anomalies were noted after the device was delivered to the lesion, and it was able to be removed easily from the patient, intact and in one piece. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented it from inflating at all. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 7f 14mm x 6mm 110cm maxi ld percutaneous transluminal angioplasty (pta) dilatation catheter ruptured during the inflation. Four atmospheres were used to inflate the device before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted after 10 seconds of pressure maintenance. The balloon burst, but the shaft did not burst. The balloon did not deflate normally, and leakage was observed during deflation. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was not used. The target site vessel characteristics included calcification, 60% stenosis, no tortuosity, no acute angle, and no bifurcation. The vessel characteristics of the access site included no calcification, no tortuosity, 80% stenosis, no acute angle, and no bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion without kinking at any time during the procedure. No anomalies were noted after the device was delivered to the lesion, and it was able to be removed easily from the patient, intact and in one piece. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented it from inflating at all. A non-sterile unit of catheter maxi ld 7f 14x6 110cm was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, the balloon was noted to be burst. The unit did not present other damages nor anomalies at naked eye on the components inspected. Functional analysis was performed on the unit. An initial attempt was made to insert and withdraw a 0.035¿ lab sample wire; the wire passed smoothly without any resistance, friction, or impediment. The balloon was burst; thus inflation/deflation was not performed. Due the burst balloon found, an sem (scanning electron microscopy) was performed and the sem analysis of the failed balloon identified localized characteristics consistent with a rupture under mechanical stress. The damaged area exhibited micro-elongations and surface scratch marks near the failure site on the external surface, indicative of material stretching and abrasion likely caused by mechanical interaction. The internal surface of the balloon showed no anomalies. A review of the manufacturing documentation associated with lot 82307475 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon burst at/below rbp¿ was observed through analysis of the returned device since a burst was noted on the balloon of the received device. The cause of the reported issue could not be determined. It is possible that external factors, such as the stenosis reported, caused damage to the balloon¿s outer surface that caused the rupture. The absence of additional irregularities in the surrounding area supports a failure mechanism driven by external mechanical influence, potentially leading to stress concentration and material compromise. These observations suggest that localized mechanical factors may have contributed to the balloon¿s rupture. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. Do not exceed the rated burst pressure recommended on the label. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.